Event description:
This is filed to report the damage to the eustachian valve. It was reported that the patient underwent mitral valve repair and tricuspid valve repair. The patient had degenerative mitral regurgitation (mr) with a grade of 4 and moderate to severe tricuspid regurgitation (tr). A total of two mitraclips were implanted on the mitral valve. The steerable guide catheter was then moved back into the right atrium for tricuspid valve repair. While advancing the xtw clip to the tricuspid valve it became entangled in the eustachian valve. The physician withdrew the device, however part of the eustachian valve was attached to the device. A new xtw clip was used to complete the procedure. The final mr grade was 2 and tr was reduced to mild. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported clip becoming entangled in the eustachian valve appears to be related to challenging anatomy. It should be noted that the mitraclip g4 system instructions for use (IFU) indication for use section states: ¿the mitraclip¿ g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr = 3+) due to primary abnormality of the mitral apparatus [degenerative mr] in patients who have been determined to be at prohibitive risk for mitral valve surgery by a heart team, which includes a cardiac surgeon experienced in mitral valve surgery and a cardiologist experienced in mitral valve disease, and in whom existing comorbidities would not preclude the expected benefit from reduction of the mitral regurgitation¿. The reported off-label use was due to the user performing the mitraclip procedure on the tricuspid valve as it was reported that the physician was aware that this was an off-label procedure. Additionally, unspecified tissue injury is listed in the IFU as a known possible complication associated with mitraclip procedures. The reported patient effect of unspecified tissue injury was the result of the reported clip becoming entangled in the eustachian valve. The serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a